Event description:
Subsequently, a revision procedure was performed and this lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and high pacing impedance measurements greater than 2000 ohms. There were several anti-tachycardia response (atr) episodes recorded. The lead was found to be fractured. A revision procedure will be scheduled for the near future. No adverse patient effects were reported. Additional information indicated the device was reprogrammed to pace and sense in the ventricle and inhibit pacing (vvi) at a rate of 40. The field representative indicated the patient does not appear to need atrial pacing support.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.